Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that they were hospitalized due to high blood glucose level. The customer was pregnant and due to complications related to the birth it might of been cause of high blood glucose and her bay passed away. Customer's blood glucose value was 547 mg/dl at the time of the incident. The device will not be returned for analysis.